Event description:
It was reported that treatment was attempted on a lesion in a very tortuous, calcified circumflex. The proximal lesion was pre-dilated a couple of times with a balloon catheter. The stent was advanced, but it would not cross the very proximal curve of the circumflex. The device was withdrawn and another dilatation was performed with a larger balloon catheter. The stent still would not cross, and during the attempt to retract it into the guiding catheter the second time (contrary to IFU), the stent was stripped off the balloon. A snare device successfully retrieved the separated stent from the pt.